Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a whitish image, and it has been whitish ever since the test was started and whole image become whitish. The issue was identified during diagnostic endoscopy procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been provided in the following fields: b5, d8, d9, d10, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white skin-like substance found adhering inside distal lens. It is possible that water invaded the product by air leakage and the moisture may have spread in the lens which led to generation of adhering substance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.